Manufacturer narrative:
(B)(4). Method: the complaint ojr412 junior cannula was received at fisher & paykel healthcare (f&p) in new zealand where the cannula was visually inspected. Results: visual inspection of the complaint cannula revealed that swivel grip tube was damaged. Conclusion: we are unable to determine the cause of the reported event. However, the damage was most likely caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in colorado reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had broken during use. The tube near the swivel grip tube joint had been stretched and the plastic coating broke open. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are still in the process of gathering further information from the hospital regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had broken during use. The tube near the swivel grip tube joint had been stretched and the plastic coating broke open. There was no reported patient consequence.